Event description:
The facility reports the cna put the lift bar back into the upper position from the lower position. She then attached the sling to the holder slots. When she started to lift the resident, the lift bar fell into th pt's lap and tilted forwarded. The black secure button and holder from the bottom position latch on the lift fell on the floor. The pt was bumped on their forehead as the bar fell. The pt suffered a bruise on the left side of their forehead.